Manufacturer narrative:
(B)(4). Manufacturer date: 10/21/2009 and 07/21/2010. Method: two complaint chambers were returned and visually inspected. Results: the visual inspection revealed a vertical crack extending from the front baffle down to the base of the chamber for both returned complaint chambers. A lot check revealed no other complaints of this nature for either of the lot numbers. Conclusion: the vertical crack observed on the returned complaint chambers is consistent with that of chambers used on a high frequency ventilator. The mr290v chamber is likely to crack when it is used in conjunction with a high frequency oscillating ventilator. Typically this type of crack runs vertically from the cleft of the front baffle to the base of the dome and is caused by abnormal stress placed on the chamber dome, aggravated by use with a high frequency oscillatory ventilator. Fisher & paykel healthcare manufactures the mr290hfv chamber which is specifically designed for high frequency ventilator applications. Should the crack be significant enough to cause a drop in pressure the ventilator should alarm, alerting the user to replace the chamber. Fisher & paykel healthcare's user instructions that accompany the mr290 chamber alert the user to perform the following: ensure that the appropriate ventilator alarms are set, perform a pressure and leak test on the breathing system before connecting. All mr290 chambers are pressure tested and visually inspected prior to distribution. These tests check for physical damage and leaks. Any chamber which fails the pressure testing or visual inspection is rejected. The chamber crack in this case was detected prior to patient connection with no consequence as a result. (B)(4).

Manufacturer narrative:
(B)(4). Manufacturer dates: 10/21/2009 and 07/21/2010. Method: two complaint chambers were returned and visually inspected. Results: the visual inspection revealed a vertical crack extending from the front baffle down to the base of the chamber for both returned complaint chambers. A lot check revealed no other complaints of this nature for either of the lot numbers. Conclusion: the vertical crack observed on the returned complaint chambers is consistent with that of chambers used on a high frequency ventilator. The mr290v chamber is likely to crack when it is used in conjunction with a high frequency oscillating ventilator. Typically, this type of crack runs vertically from the cleft of the front baffle to the base of the dome and is caused by abnormal stress placed on the chamber dome, aggravated by use with a high frequency oscillatory ventilator. Fisher & paykel healthcare manufactures the mr290hfv chamber which is specifically designed for high frequency ventilator applications. Should the crack be significant enough to cause a drop in pressure, the ventilator should alarm, alerting the user to replace the chamber. Fisher & paykel healthcare's user instructions that accompany the mr290 chamber alert the user to perform the following: 1 ensure that the appropriate ventilator alarms are set 2 perform a pressure and leak test on the breathing system before connecting all mr290 chambers are pressure tested and visually inspected prior to distribution. These tests check for physical damage and leaks. Any chamber which fails the pressure testing or visual inspection is rejected. The chamber crack in this case was detected prior to patient connection with no consequence as a result. Our monitoring and trending of cracked mr290 chambers has a rate of occurrence of 7 devices per million sold worldwide in the last year to the end of january 2011.

Event description:
A hospital in (B)(6) reported that two mr290 vented autofeed humidification chambers were "faulty". The hospital further reported that the chambers may have been used on the sensormedics oscillator ventilator. This was found prior to patient use.

Event description:
A hospital in (B)(6) reported that two mr290 vented autofeed humidification chambers were "faulty." The hospital further reported that the chambers may have been used on the sensormedics oscillator ventilator. This was found prior to patient use.